Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-50 serial/lot: (B)(4) description: infinion 16 lead kit 50 cm the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient lost therapy due to high impedances on all 32 contacts. The patient underwent a lead revision, during which, the leads were replaced.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-50, serial/lot: (B)(4), description: infinion 16 lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient lost therapy due to high impedances on all 32 contacts. The patient underwent a lead revision, during which, the leads were replaced.